Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Additionally, the submitted system controller log file appeared to show the system operating as intended. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Unique identifier (UDI) # (device identifier):device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was admitted to the hospital for treatment of elevated lactate dehydrogenase (ldh) of 789 in the setting of a therapeutic inr. The submitted log files were reviewed by the manufacturer's technical services and no trajectories of device thrombosis were observed. Additional information was requested but not provided.